Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm (encr402312/9664728) was impeded when the stent passed the microcatheter tip for a short section, and it could not advance any more. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. A j&j prowler select plus microcatheter was used. The target vessel was the basilar artery. No relevant anatomical information was included. The device did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the returned device, the stent was deformed (out of shape).